Manufacturer narrative:
Lot number is unknown as it was not provided. Expiration date is unknown as lot number was not provided. Unique identifier (UDI #) is unknown as lot number was not provided. Device manufacture date - unknown. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgery center reported suction loss during surgery which occurred before the flap was completed in the left eye (os). The procedure was switched to photorefractive keratectomy (prk). The reported event was resolved on (B)(6) 2019 and patient has good vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.